Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer device had illuminated its service leds. Upon initial evaluation the service agent observed that the device could not provide defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: method code of the initial medwatch report indicates device not returned - 4114 method code of the initial medwatch report should indicate device not returned - 4114 and analysis of data provided by user/third party - 4112 results code of the initial medwatch report indicates no findings available - 3221 results code of the initial medwatch report should indicate electrical problem identified - 120 conclusion code of the initial medwatch report indicates cause not established - 4315 conclusion code of the initial medwatch report should indicate cause traced to component failure - 4307 new information for supplemental medwatch report: h6: physio-control further evaluated the therapy pcb assembly and verified that it was unable to deliver therapy. The cause of the reported issue was determined to be due an electrical short between legs 1 and 9 of diode, designator cr30, which resulted in an event code being logged into memory and the device giving a "disarming" message after the charge button was pressed.

Event description:
A third-party service agent contacted physio-control to report that their customer device had illuminated its service leds. Upon initial evaluation the service agent observed that the device could not provide defibrillation energy. There was no patient use associated with the reported event.